Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump for an unspecified amount of time. Reportedly, the customer will lose connection when his supplies are underneath several layers of clothing. Customer moved the pump and transmitter within range and without obstruction, and connection was regained. No additional patient or event information was available.